Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal procedure, at the beginning of the case when inserting the device into the patient, the head of the obturator broke and disconnected, when the camera was placed inside all they could see was part of the obturator which then pushed through and made a hole in the balloon. They then used another balloon to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the top of the obturator was disengaged. The inflation syringe was not received. The insufflation bulb was not received. The lock collar and trocar balloon appeared intact. The dissector balloon had a hole. A functional evaluation found that the trocar balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of sharp contact that has no relationship to the re ported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.